Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a missing grommet and an issue with the set screw.

Event description:
It was reported that during an upgrade procedure, the physician had trouble unscrewing the rv (right ventricular) lead from the header. Ultimately, the grommet had to be removed in order to engage the wrench. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).